Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was 281 mg/dl. A pump bolus and insulin injection were used to address bg. Customer alleged pump was not delivering insulin. Pump system check was performed with the customer and air bubbles were observed. Customer also reported to have "unintentionally stopped a standard bolus".